Manufacturer narrative:
The cartridge has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016 the reporter contacted animas alleging that on (B)(6) 2016 the patient performed multiple fill cannula and prime steps while attached to the pump, infusing 3.4 total units of insulin following multiple loss of prime warnings. The patient reportedly experienced a low blood glucose (bg) of 22mg/dl with blurred vision, sweating, and unsteadiness while standing and walking. Reportedly, the patient consumed oral carbohydrates to raise the bg, and the patient remained on the insulin pump. It was also reported that the patient was not using the cartridge according to the instructions for use. This complaint is being reported based on the allegation that the patient experienced hypoglycemia associated with use error.